Event description:
Source: (B)(6). Syringes were purchased from: (B)(6). When this new lot was opened for use staff immediately noticed that there is cardboard particles inside the sterile packaging with the syringes. Upon inspection multiple syringes in the lot have the same issues. All syringes from this lot have been pulled and not used.